Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the fixation mechanism of the leads does not extend gradually but jumps out suddenly. The helix of all the leads would not extend or retract after several attempts. The leads were not used. No patient complications have been reported as a result of this event.